Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause of the high bg was unknown. The customer administered a manual insulin injection to address the high bg. The customer changed the cartridge and infusion set multiple times to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.